Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.0.1 product ID: 9736403, lot number: 1838c00892 product ID: 9735818, lot number: unknown product ID: 9736167, lot number: unknown h3/h6: the system was serviced and the system passed system checkout, but hardware was replaced. Codes b01, c07, and d02 apply. Product 9736403 was returned for analysis. Analysis confirmed the reported event. Codes b01, c07. And d02 apply. The logs from the software were analyzed. Analysis determined that there was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during registration the screen "completely went black" and the system rebooted itself. They registered with an error of 3.3 mm. They wanted to decrease that error by tracing more, but during registration is when the system rebooted itself. The system was able to log itself in to the application to continue the case. It was pointed out that this was different behavior than what happened in case (B)(4), where the system did not allow for login to the application after the self-boot. The delay was about 10 minutes. There was no impact on the patient's outcome. (B)(6) 2023 e1 (rep): no new information.